Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The balloon was found to be empty, and a cystoscopy was performed during which the pump appeared to fill with fluid, but the cuff did not close. As a result, the aus was removed and replaced with a smaller cuff. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.